Event description:
Healthcare professional reported left side capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6

Event description:
Healthcare professional called to report capsular contracture baker grade iii. This record is for the left side. The device was explanted, replaced and discarded.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6